Event description:
There was a report of the oxygen pressure sensor range error (e/c 1112) . No patient involvement reported.

Manufacturer narrative:
On the customer returned da board was missing which caused a large offset of the oxygen pressure sensor triggering e/c 1202 and 120a. Replacing the missing circuit u32 resolved the problem.

Manufacturer narrative:
Updated.